Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. Customer¿s blood glucose level ranged from 270-271 mg/dl. During troubleshooting with tandem technical support, the pump was reset and customer was able to successfully resume insulin delivery.